Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was removed during an esophagogastroduodenoscopy (egd) with stent removal procedure on (B)(6) 2013. The stent had been implanted about two month prior to treat a malignant stricture within the patient¿s lower esophagus. According to the complainant, the patient was undergoing chemoradiation prior to or during the event. The patient's anatomy was not tortuous and was not dilated prior to stent placement. The physician noted the stent had migrated into the patient¿s stomach within two days prior to the removal procedure on (B)(6) 2013. During the stent removal procedure, the suture of the stent broke when they removed it from the stomach. The stent was able to be successfully removed. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that only the stent was returned. The retention suture was detached and was not returned. No issues were noted with the profile of the stent itself. Stent migration is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was removed during an esophagogastroduodenoscopy (egd) with stent removal procedure on (B)(6) 2013. The stent had been implanted about two month prior to treat a malignant stricture within the patient¿s lower esophagus. According to the complainant, the patient was undergoing chemoradiation prior to or during the event. The patient's anatomy was not tortuous and was not dilated prior to stent placement. The physician noted the stent had migrated into the patient¿s stomach within two days prior to the removal procedure on (B)(6) 2013. During the stent removal procedure, the suture of the stent broke when they removed it from the stomach. The stent was able to be successfully removed. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the lot expiration and device manufacture dates are unknown. However, the complainant reported the device was not expired. The reported issue of stent migrated. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.